Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report a motor error alarm that occurred 3 times. It was also reported that the device alarmed motor position encoder error. The customer stated that they were unable to rewind the device. The customer's blood glucose level was 170 mg/dl. The customer was advised to return the broken device for analysis and that a replacement would be sent out.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, excessive no delivery tests due to constant motor error alarm during bolus delivery. No rewind anomaly or cosmetic damage noted.